Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) exhibited high pacing impedance measurement greater than 2,000 ohms and high pacing threshold during pre-discharge check. Subsequently, the field representative suggested repositioning the lead if the pacing threshold and impedance measurements are still high. X-ray was performed and the terminal pin could not be seen but position of the lead was still the same. Additional information indicated that the patient's device was re-evaluated and the physician opted to monitor the patient. This system remains in service. No adverse patient effects were reported.